Manufacturer narrative:
The device was rejected at the surgery due to unsuccessful insertion of the electrode lead. Aside from damage sustained during attempted implantation, no other anomalies were identified with the returned device. This report is submitted on september 6, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [68958 - device analysis report.pdf]

Event description:
Per the patient's surgeon, the stopper portion of the sheath allegedly became detached during initial insertion of the electrode array. It was determined by the surgeon that, due to the patient's anatomy, the stopper became snagged on a bony portion at the crista fenestra. Subsequently, the surgeon discarded the device and successfully implanted the patient with the backup cochlear implant. This is no patient injury associated with this event.